Event description:
A home pt (hp) contacted baxter's technical service center (tsc) to request assistance in ending their automated peritoneal dialysis therapy early. Reportedly, the hp had disconnected a solution bag from a supply line of the homechoice set and replaced it with a new, higher voume, solution bag. Baxter's tsc assisted the hp in ending therapy. No pt injury or medical intervention was associated with this incident, per the hp's spouse.